Event description:
Study patient: it was reported tha the patient experienced pain. The patient went to a different surgeon and had the devices removed and antibiotic spacers implanted. Multiple attempts were made to gather information from the patient with no success.